Manufacturer narrative:
The harmonic ace curved shear instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shear instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the distal part of the harmonic ace curved shears insert broke off and fell inside the patient. The fragment was retrieved during the same procedure with a laparoscopic clamp instrument. There was no report of patient harm, adverse outcome or injury. On 16-nov-2018 intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that 15 minutes into the robotic procedure, the harmonic ace instrument lost power. The customer withdrew the harmonic ace instrument in order to reseat the instrument and reconnect to the generator and re-inserted the harmonic ace instrument back into the patient. At that time, the distal part of the harmonic ace insert broke off and fell inside the patient. The instrument fragment was retrieved with a laparoscopic clamp instrument. The following were confirmed; there were no collision of instruments, the wrists of the instruments were straightened when removed, and the instruments were inspected prior to use. It was also confirmed there were no fragments retained inside the patient. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is a video recording of the surgical procedure; however, isi has not obtained a copy of it for review.